Event description:
Olympus was informed that during a therapeutic video-assisted thoracoscopic lobectomy of the lung procedure, the suspect medical device was not performing as expected, because no high-frequency energy was transferred from the shaft to the dissection forceps despite the high-frequency output being activated and the forceps being properly connected to the shaft. Furthermore, the surgical team discovered a perforation of unknown origin at the remaining lobe of the patient's lung. This injury was reportedly treated using an endo gia universal stapling system from third party manufacturer covidien. The intended procedure was subsequently completed using a similar device and the patient's condition was reportedly good post procedure.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), (B)(4) (returned to omsc on 2015-06-26). The evaluation/investigation found the shaft in good working order, not showing any abnormality, defect, failure or malfunction. Therefore the exact cause of the reported phenomenon and the patient's outcome could not be conclusively determined and is being judged as unknown. The case will be closed from olympus side with no further actions but the incident/phenomenon will be recorded for trending and surveillance purposes. Olympus submits this incident as a medical device report (MDR) in abundance of caution.